Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. Qc for ca2 passed before the event. Qc for multiple assays failed afterward; ca2 was not among the qc that failed. The field service engineer (fse) found a rinse nozzle was stuck in the upper position. The fse disassembled all rinse nozzles on the rinse head and cleaned and remounted them. The spring holder for the nozzle was replaced as it was broken. All qc passed. The service actions resolved the issue.

Event description:
The initial reporter complained of qc issues for multiple assays on a cobas 8000 c 701 module. The customer corrected "some patient reports." Examples of discrepant low results were provided for 2 patient samples tested for ca2. Patient 1 initial result was 5.6 mg/dl. The repeat result was 9.5 mg/dl. Patient 2 initial result was approximately 6.2 mg/dl. The repeat result was approximately 9 mg/dl or 10 mg/dl. The repeat results were believed to be correct.